Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0184 competitor defib lead (B)(6) 2006; 4469 competitor implantable pacing lead (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing phrenic nerve stimulation. Reprogramming was performed and the lead remains in use. The patient is a participant in the system longevity study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient experienced phrenic nerve stimulation again, and the output was further decreased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.